Manufacturer narrative:
MFR number 2916596-2020-02467 covers previously reported percutaneous lead fracture. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with chest pain and vomiting onset on (B)(6) 2022. The patient's left ventricular assist device (lvad) began to alarm saying "no flow". The patient was in acute distress but awake and moving their extremities. They developed a wide-complex tachycardia with a rate in the 170s which their automatic implantable cardioverter defibrillator (aicd) defibrillated roughly two times. They then became unresponsive after defibrillation so advanced cardiac life support (acls) was initiated with an arresting rhythm of pulseless electrical activity (pea). They again went into ventricular tachycardia (vt) and were treated appropriately with defibrillation, amiodarone, and later lidocaine. Despite high-quality acls, the patient continued to arrest. The advanced heart failure team became present at bedside as well as the lvad coordinator to assist in the arrest. The patient's husband also became present at bedside. After roughly 30 minutes of cardiopulmonary resuscitation (CPR), the patient still had not achieved return of spontaneous circulation (rosc) and the patient passed away as a result of cardiac arrest. The patient has previously reported percutaneous lead fracture and was on an ungrounded cable at the time of the events. The device operated as expected and the death was not considered device related. A log file review captured low flow events on (B)(6), (B)(6), and (B)(6). Log files also captured speed drops and pump stops on (B)(6) 2022 between 11:47 and 11:54.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not conclusively be established through this evaluation. Furthermore, an analysis of the submitted log file confirmed low speed and pump stoppage events; however, a specific cause for these events could not conclusively be determined. The submitted log file contained events from 22nov2022 through 02dec2022. On (B)(6) 2022, the pump appeared to struggle to maintain its set speed. Multiple low speed and pump stoppages were observed until the end of the file while the patient was connected to the power module. The low speed and pump stoppage events were associated with low speed and low flow alarms. Based on past experience with the heartmate ii lvas and similar reported events, the log file findings could be indicative of a potential driveline issue; however, a specific cause for these events and a direct correlation to the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.